Manufacturer narrative:
Analysis received the unit and it passed displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. There was no motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 401 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in initial report was incorrect. The correct information has been provided with this report. Updated to reflect the type of event. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump passed self-test and no alarm noted. The insulin pump had broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.